Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for - oil gel globules (as applicable). - clogged/blocked instrumentation probe. Was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had - oil gel globules (as applicable). Clogged/blocked instrumentation probe. No serious injury medical intervention.

Manufacturer narrative:
The event or problem description is corrected to it was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules which clogged the sampling probe. No serious injury or medical intervention was reported. Medical device brand name is corrected to bd vacutainer® sst¿ ii advance plus blood collection tubes. Medical device manufacturer is corrected to becton, dickinson and company (bd). Reason code for no evaluation is corrected to: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules which clogged the sampling probe. No serious injury or medical intervention was reported.